Event description:
It was reported that during an anterior resection procedure the hospital fired the device and upon opening device, staples were not formed and still within device. White reload being used. Completed procedure with same like device. No adverse outcome to patient, 5-10 minutes delay to procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis showed that the atw45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/5 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what issues were noted with the cut line (i.e jagged cut line, partial cut line, etc)? ¿ none, apparently the device locked out so couldn't fire at all. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut properly? Just to clarify, did the staples remain in the cartridge after firing? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? If this was a reload firing, what other color cartridges were used before this event?